Event description:
The caller reported that the outer cannula of the tracheostomy tube broke near the hub, and created a crack that ran halfway down the length of the tube. The tracheostomy tube was in use less than a week. There is no lot number, expiration date, or sample available. The caller did not know if the pt had any anatomical anomalies. The tracheostomy tube was removed and the pt wast not re cannulated.